Event description:
Procedure: cystoscopy ureteral catheter - braasch bulb used. Bulb became detached and left in bladder per x-ray. Local cystoscopy done to remove bulb. Pt experienced some pain, however no injury was reported.

Event description:
Procedure: cystoscopy ureteral catheter - braasch bulb used. Bulb became detached and left in bladder per x-ray. Local cystoscopy done to remove bulb. Pt experienced some pain, however no injury was reported.